Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient's outcome could not be conclusively determined through this evaluation. Additionally, evaluation of the submitted log files confirmed low flow alarms; however, a direct cause for these alarms could not be conclusively determined through this evaluation. The controller event log file contained data on (B)(6) 2021. The log file recorded transient low flow alarms. The pump operated as intended at the set speed until external power was ultimately removed, the driveline was disconnected, and the system controller was shut down. The log file appeared to capture the pump operating as intended. The pump was not returned for evaluation. Review of the available device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, is currently available. This IFU lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient condition can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported through the patient outcome that the patient passed away on (B)(6) 2021. Additional information received reported that the patient had been found unresponsive on the day of their death and was pronounced dead upon arrival to the emergency department. No symptoms were reported during the hours/days leading up to the event, the event log captured intermittent low flow alarms on (B)(6) 2021. It was reported that the low flows started when the patient was in the emergency department. A cause of death could not be confirmed but healthcare providers did not believe the death was device related.